Event description:
Patient reported the menu button on infusion device started to work intermittently on (B)(6) 2013 and now does not function at all. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint can be verified. The menu button does not respond. There are particles inside the housing of the menu button, and these particles temporarily isolate the area of contact inside the button housing. Due to this problem, the menu button does not respond and is without function.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.